Event description:
The information received from a law practice alleges that the patient underwent revision surgery, due to excessive and premature wear of the polethylene liner. The polyethylene wear resulted in osteolysis of the acetabulum, loosening of the cup and stem, and bone destruction. Note: the polyethylene liner was reportedly implanted with unidentified femoral stem, and hip head manufactured by howmedica.